Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v525448, implanted: (B)(6) 2010, product type: lead. (B)(4)

Event description:
The consumer report that the device had not been working well so the device was checked last year. The healthcare provider (hcp) reportedly stated that the issue was not with the battery, but with the lead as a wire was broken. No appointments were made since that appointment. During the call, an appointment was set up to check the device system on (B)(6) 2015.